Manufacturer narrative:
Product complaint # (B)(4). The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: access site bleeding. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that during support of the impella cp on (B)(6) 2025, there were large amounts of oozing from left femoral artery impella site w repo sheath in. Pressure heldx15min. Redressed site w forward tension sutures and different angle match. No hematoma noted. Patient hemoglobin dropped from 7.9- 6.3. During intubation of the patient in ICU patient was also believed to have bleeding ulcer and gi bleed. The patient received 2p red blood cells. Afterwards, the patient became hypotensive and laminar. The bedside echocardiogram showed a large pericardial effusion. 1l removed and family arrived and wished to withdraw care, and the patient expired.

Manufacturer narrative:
Correction: d3, d4, e4, g1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Pericardial effusion/hypotension: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the root cause of the injury was unable to be determined to be use issue because the complication was managed by angle matching and forward tension sutures. Device history review: the device passed all post sterile inspection checks.